Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) provided therapy due to oversensing of myopotentials. A review of the egms sent to technical services shows there was pacing inhibition resulting in greater than 2 seconds of asystole. The sensitivity was programmed to least. There were no further adverse patient effects reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.